Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported, notice received from patient's attorney alleges that patient had a stryker hip prosthesis which was subject to stryker's recall. It is alleged that the patient wound up having many of the signs and symptoms stryker said the defective hip would cause in its recall notice and in consultation with his orthopaedic surgeon has had a number of procedures to address the signs and symptoms he was displaying, ultimately resulting in the prosthesis being removed.

Event description:
It was reported, notice received from patient's attorney alleges that patient had a stryker hip prosthesis which was subject to stryker's recall. It is alleged that the patient wound up having many of the signs and symptoms stryker said the defective hip would cause in its recall notice and in consultation with his orthopaedic surgeon has had a number of procedures to address the signs and symptoms he was displaying, ultimately resulting in the prosthesis being removed. Updated per medical review: ¿on (B)(6) 2012, a revision of the left acetabulum was performed for a diagnosis of "failed left total hip replacement". A brief operative report describes general anesthesia and a posterolateral approach. The operative report notes, "no significant damage to the polyethylene, femur well-fixed, socket noted to be loose and removed by hand, underlying bone, no osteolysis, reamed to 61 for 62 shell with dome screws. 36mm liner with hood, 36/plus-10 head."

Manufacturer narrative:
Additional information: a patient information; event description; brand name; product code; common device name; catalog#; lot#, expiration date; unique identifier (UDI)#; PMA/510(k)#; device manufacture date. An event regarding loosening involving a trident shell was reported. The event was confirmed by medical review method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made for the apparent failure of biologic fixation without migration of the primary acetabular component as described in the revision operative report. Persistent radiolucencies in all three zones of the acetabulum, the decision not to augment the acetabular fixation with screws, and the history of previous tobacco use, along with possible component under sizing may have been contributory. The revision acetabulum was larger and augmented with screws. Dislocations after revision surgery are more common than after primary surgery and with a smaller collared head articulating with an elevated rim insert, the possibility of impingement increases. There is no evidence this clinical history was related to factors of component design, manufacturing or materials.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of loosening was confirmed based on the clinician¿s review. The medical review noted, ¿there is no examination of the explanted components from either revision available for review.¿ ¿based upon the information available for review, no determination can be made for the apparent failure of biologic fixation without migration of the primary acetabular component as described in the revision operative report. Persistent radiolucencies in all three zones of the acetabulum, the decision not to augment the acetabular fixation with screws, and the history of previous tobacco use, along with possible component under sizing may have been contributory.¿